Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported receiving a system message resulting in footswitch functions becoming disable during a procedure. Add'l info was rec'd from the customer reporting the clinic has determined this reported event was due to user error by new personnel. There was no pt harm, delays, or cancellations reported.